Event description:
According to the reporter, during the laparoscopically assisted distal gastrectomy, the green button did not light up so it could not be fired. Additionally the physician confirmed that the firing has been completed just before the fire. A new reload was fired to resolve the issue and complete the case. There was no patient injury. Pli-10: medtronic's initial evaluation of the incident found that the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 4.8cm cut line. Staple pushers were visible at the 5.5cm cut line.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial # unknown) sigpshell, sig power sigpshell control shell (lot # unknown sigadaptstnd, sig power sigadaptstnd linear adapter (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw of the reload was open. During functional testing, the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the staple prefired. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device partially fired. Inspection and testing noted that the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 4.8cm cut line. Staple pushers were visible at the 5.5cm cut line. The product analysis noted evidence that the device was not used as intended. This issue can occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d3, d4(UDI) additional info: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.